Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. (B)(4). (B)(6).

Event description:
It was reported that a clearlink system continu-flo solution set was unable to prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for device evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing, clear passage, and leak testing were performed with no issues identifying the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.